Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for device change-out, externalized conductors were observed upon fluoroscopy prior to the procedure. The lead was functioning normal with all measurements within normal limits. Lead was capped and replaced on (B)(6) 2017. The patient was asymptomatic before, during and after the procedure.